Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 41 mg/dl. Troubleshooting was performed, and the time was off by more than 24 hours. Advised the caller the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.